Manufacturer narrative:
Medical device problem code- (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The safety and effectiveness of the perclose proglide suture mediated closure devices have not been established in the following special patient populations: patients in which the introducer sheaths less than 5f or greater that 24f. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a micra procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. A second proglide was attempted to be deployed; however, no suture was attached when the plunger was removed, a cuff miss occurred. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 26f sheath and the micra procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.